Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient reported to the doctor with a pocket seroma a few months ago. It was noted the doctor was able to express some fluid and then put the patient on antibiotics. The patient recently returned and the doctor did an ultrasound on the area and stated there was still fluid in the pocket area. It was unknown whether there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported a surgeon had been managing the patient and planned to explant the neurostimulator and place a new one on the contralateral side; the surgery had not been scheduled yet. It was reported the patient would see the doctor on (B)(6) 2017. It was noted the issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.